Manufacturer narrative:
D4: device information corrected manufacturer's investigation conclusion: the reported event of a communication issue with the system monitor and the driveline connector cannot be released from the controller could not be confirmed through this analysis. It was reported the system controller was not able to establish communication with the system monitor to interrogate the device. The system controller needed to be exchanged to resolve the communication issue; however, the driveline connector cannot be released from the system controller. The customer requested tech service to dismantle and release the driveline connector from the device. Tech service completed the request to remove the driveline connector from system controller (serial # (B)(6)) and the device was exchanged. Attempts were made to obtain additional information from the customer regarding product return status and if log files could be provided; however, no additional information was provided, and no additional follow-up attempts will be performed. A root cause of the communication and the driveline disconnection issue could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate ii lvas IFU (section 7), heartmate ii patient handbook (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. Heartmate ii lvas IFU heartmate ii patient handbook both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Under section 4, ¿system monitor¿, a flashing communication icon appears at the lower left corner of all system monitor screens. The flashing icon indicates active communication between the system controller and system monitor. If the icon is not flashing or has disappeared, check the system monitor-power module cable connections and restart the system monitor (see setting up the system monitor for use with the power module on page 4-5). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's metal connector could not be released from the system controller. An abbott representative was requested to be onsite on 13may2024 to release the driveline connector so the system controller could be exchanged. The release button was stuck on the system controller. The controller needed to be taken apart to manually release the latch to exchange the controller. The driveline was manually released with no issues. The system controller was exchanged because it could not be interrogated via the system monitor.